Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer and a healthcare provider reported that the patient had their leads redone the day prior to the report because they had migrated up and due to this the patient was having chest pain. An electrocardiogram was performed as a diagnostic measure. The leads were implanted at t7 and had migrated up between t8 and t9. The doctor reported that the leads were moved down to t8 after they had migrated too high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.